Manufacturer narrative:
The initial reporter: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 29th july, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the lights are loose, piece of casing from arm is hanging, touching sterile drape. We decided to report the issue in abundance of caution as contact of the medical device with sterile field during procedure may cause contamination.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.; the correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 catalog #: ard568422010c; corrected d4 catalog #: ard568350931; getinge became aware of an issue with one of surgical lights - powerled. It was stated the lights are loose, piece of casing from arm is hanging, touching sterile drape. We decided to report the issue in abundance of caution as contact of the medical device with sterile field during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered before or after surgery (when casing started hanging there was no no patient on table). The light head drifting has been caused by brake not adjusted correctly (not tightened sufficiently). The nu_powerled user manual mentioned to check daily the stability of all components before an intervention. The light head is a part of this check. The same documentation describes the annual checks performed by an authorized technician and mentions to remove the light head and also check the snap ring. This verification involves to adjust the light head brake. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.